Event description:
It was reported by the patient that the remote monitor was unable to complete the send phase of the manual remote transmission. The remote monitor was returned to the manufacturer. It was analyzed and tested out of specification and as a result is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer allegation; however, it was found that the integrated circuit was defective.